Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, low pacing lead impedance was observed on the right ventricular lead. It was also noted that the lead was cut when electively removing the device from the antimicrobial pouch. The lead was capped but then uncapped and plugged back into the device on (B)(6) 2019. The lead was tested normal and the patient was discharged.